Event description:
It was reported that the patient had an active driveline power fault with a yellow wrench symbol. The past 6 alarms on the system controller showed low voltage advisories on 30jul2025 at 17:51, 31jul2025 at 20:30, 08aug2025 at 12:46, 11aug2025 at 17:08, 14aug2024 at 14:57, and 20aug2025 at 17:24. Following review, log files confirmed driveline power a fault alarms on 25aug2025. The alarm had not interfered with pump operation. The low voltage alarms were unrelated to the driveline power faults. The patient had a similar issue on (B)(6) 2024. A modular cable and system controller exchange was recommended at the time. Additional log files were provided on 25aug2025 taken after the patient was switched to a new system controller and modular cable. The devices would be returned for analysis. The log files contained 2 lines of good data where the driveline fault seemed to resolved. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data in the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a driveline power fault alarm; however, it was determined that the cause of the event was unrelated to the returned controller. The returned system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Per the pump and modular cable investigations, the reported alarms were determined to be due to fluid ingress in the inline connector. Log files were submitted and downloaded for review and data from the event date of 25aug2025 was reviewed. The date in the log files did not indicate any issues with the returned system controller. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18jan2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.